Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the device failed a step during testing and a "service required" code was observed in the ventilator's downloaded error log. The device's power management board was replaced to address the issues.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use.